Event description:
A malfunction alarm occurred. The impact on the customer's blood glucose level was not provided. Technical support provided pump reset instructions and assisted the customer with resetting the pump, which resolved the issue without recurrence.